Manufacturer narrative:
E1 (initial reporter address): (B)(6). It is reported here as it exceeded the maximum character limit of the designated field. H6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted in the right main bronchus to treat a stenosis at 80% during transbronchial stent placement procedure performed on (B)(6) 2025. During the procedure, the stent could not be deployed by pulling the wire. Additional force was applied; however, the wire still could not be pulled open completely. Another of the same device was used to complete the procedure. There were no patient complications as a result this event.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted in the right main bronchus to treat a stenosis at 80% during a transbronchial stent placement procedure performed on (B)(6) 2025. During the procedure, the stent could not be deployed by pulling the wire. Additional force was applied; however, the wire still could not be pulled open completely. Another of the same device was used to complete the procedure. There were no patient complications as a result this event. ***additional information received on 29jul2025*** it was reported that the delivery shaft of the device was bent, there was malignancy at the intended anatomy; and the intended anatomy was tortuous.

Manufacturer narrative:
Block b5 has been updated with the additional information received on july 28, 2025. Block e1 (initial reporter address) (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex tracheobronchial stent was returned for analysis; the delivery system was not. Visual examination of the returned stent found no failures. Documentation was provided including photographs of the stent. A media analysis was performed where it can be observed that the stent was partially deployed and the shaft kinked. The reported events of stent partially deployed and shaft bent were confirmed as it can be observed on the media analysis that the stent was partially deployed and the shaft kinked. The investigation concluded that the reported events were most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, a review and analysis of all available information indicated the most probable cause of the reported events is adverse event related to procedure.